Event description:
It was reported that the patient was hospitalized with an atrial lead perforation and tamponade. The patient also has persistent left vena cava. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.